Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was mg/dl 468 -"high" on cgm. Elevated blood glucose was addressed with a correction bolus via pump and customer stated they would change supplies to resolve issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.